Manufacturer narrative:
Model- 72401130; reservoir; lot sn- (B)(4); mfg date- null; exp date- 04/03/2007.

Event description:
It was reported that the patient experienced a revision of an ams 700 inflatable penile prosthesis reservoir and pre-connected pump due to unspecified reasons. Another pump and reservoir were implanted to complete the surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.